Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated touchscreen fail errors. Additional testing found contamination on the bottom of the touchscreen. The probable cause of the customer reported unable to calibrate touchscreen was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing the device touchscreen would not calibrate. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testin gat the user facility, the device touchscreen would not calibrate. No additional information was provided.